Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-05545. It was reported that during an unspecified procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery. The physician advanced 6.0mm x 40 mm mustang balloon catheter to treat the target lesion. At an unknown inflation, the balloon ruptured at "approximately" 12atms. The tech believes that there were 2 mustang balloons ruptured during the procedure. Additional information has been requested and is not available.